Event description:
The patient reported that it is very hot outside and the v-go devices have been falling off. The patient stated that this last happened about a month ago and patient uses an alcohol swab prior to applying the v-go and rotates the infusion sites from her arm to stomach. The patient stated that the adhesive becomes loose after taking a shower and the v-go devices fall off while asleep in bed.